Manufacturer narrative:
It has been communicated that the device is not going to be returned for investigation. The pump interrogation performed during field visit by means of a hardware technician key, collected data confirmed a hardware failure [11]. Based on the information provided, the pump error could be cleared. It is not known if the surgeon restarted the pump as it was mentioned that it was his intent to stop the device. The pump errors were however successfully cleared. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. A corrective action was implemented to avoid this defect; effectiveness has been demonstrated for pumps manufactured after the enhancement. In absence of the device the lot number has been provided and a review of the device history records will be performed. We anticipate that the review will confirm that the device conformed to the required specifications prior to distribution. If anything out of the ordinary is determined a follow up report will be filed. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is completed. Device still implanted.

Event description:
Affiliate reported that the pump stopped after a MRI, showing a hardware failure error. It was noted that the patient was in good condition and as a result it was the intent of the surgeon to stop the pump prior to the MRI . It was also reported that the error flags were cleared using a technician key. It appears the device is still implanted and therefore will not be returned for investigation.